Manufacturer narrative:
The complaint cannot be confirmed since the patient has no intention to remove the sensor.

Manufacturer narrative:
The patient is scheduled for a second attempt removal on (B)(6) 2019.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the hcp was unable to explant the eversense sensor on the first attempt made on (B)(6) 2019.